Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12239406) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy, polypectomy, uterine bleeding, uterine bleeding, vaginal discharge, asthma, bronchitis and hypertension. Concurrent conditions included cardiomegaly, menometrorrhagia, dysmenorrhea and uterine fibroid. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), anaemia ("blood or heart disorder/condition type:anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), metrorrhagia ("metrorrhagia") and vulvovaginal candidiasis ("candida vaginosis"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy and thermachoice ablation of the endometrial lining in (B)(6) 2004). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, anaemia, genital haemorrhage, metrorrhagia and vulvovaginal candidiasis had resolved and the vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: insertion detail: there were 3-1/2 spiral rings of the left fallopian tube on the eseure device. She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: 1. Uterine fibroids were detected with at least one submucosal lesion. 2. Nabothian cyst. 3. A 1.5 cm is seen within the right ovary. "Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Events - genital bleeding, metrorrhagia, candida vaginosis were added. Outcome for pelvic pain, genital bleeding, menorrhagia, metrorrhagia, anemia and candida vaginosis was updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12239406) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy, polypectomy, uterine bleeding, uterine bleeding, vaginal discharge, asthma, bronchitis and hypertension. Concurrent conditions included cardiomegaly, menometrorrhagia, dysmenorrhea and uterine fibroid. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), anaemia ("blood or heart disorder/condition type:anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (thermachoice ablation of the endometrial lining in (B)(6) 2004). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion detail: there were 3-1/2 spiral rings of the left fallopian tube on the sure device. She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: 1. Uterine fibroids were detected with at least one submucosal lesion. 2. Nabothian cyst. 3. A 1.5 cm is seen within the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: plaintiff fact sheet received. Event" pelvic pain" outcome was updated to recovering/resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12239406) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy, polypectomy and uterine bleeding. Concurrent conditions included cardiomegaly, menometrorrhagia, dysmenorrhea and uterine fibroid. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic area"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), anaemia ("blood or heart disorder/condition type:anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (acetaminophen) and surgery (thermachoice ablation of the endometrial lining in (B)(6)2004). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety, anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion detail: there were 3-1/2 spiral rings of the left fallopian tube on the sure device. She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: 1. Uterine fibroids were detected with at least one submucosal lesion. 2. Nabothian cyst. 3. A 1.5 cm is seen within the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12239406) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy, polypectomy and uterine bleeding. Concurrent conditions included cardiomegaly, menometrorrhagia, dysmenorrhea and uterine fibroid. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic area"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), anaemia ("blood or heart disorder/condition type:anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (acetaminophen) and surgery (thermachoice ablation of the endometrial lining in (B)(6) 2004). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety, anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion detail: there were 3-1/2 spiral rings of the left fallopian tube on the sure device. She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: uterine fibroids were detected with at least one submucosal lesion. Nabothian cyst. A 1.5 cm is seen within the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia, dysmenorrhea". Most recent follow-up information incorporated above includes: on 15-jul-2019: plaintiff fact sheet received. The case is incident. Previously reported event complications were updated to more specified events ¿abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, anemia, dysmenorrhea (cramping) and pain: pelvic area¿. Reporter, demographics, medical history, concurrent conditions, essure model number (previously reported as ess#305), essure insertion date, essure lot number, treatment medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.